Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a known troponin-free patient pool using vitros troponin I es reagent on a vitros 5600 integrated system. The most likely assignable cause of the event is instrument-related. Results of vitros trop I precision testing was outside of the acceptance limits, indicating that the instrument was not performing as intended at the time of the event. The ortho field engineer performed service actions and following these actions, acceptable troponin I es performance was obtained. Based on the historical trop I qc data from the vitros 5600 integrated system, there is no indication that the vitros trop I reagent contributed to the event, although it cannot be entirely ruled out as the customer was not processing a quality control fluid at or below the url of the assay. In addition, pre¿analytical sample processing could not be ruled out as a contributing factor, as the customer was not following the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a known troponin-free patient pool processed on a vitros 5600 integrated system. Known troponin-free patient pool vitros tropi es result = 0.061 versus expected < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).